Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia lasting more than 90 minutes and reported two moderate ketone test results. The user was unable to manually verify blood glucose and, after recognizing symptoms of hyperglycemia, transported themselves to the hospital. The user was admitted on (B)(6) 2025. Further treatment and discharge details were not obtained despite multiple follow-up attempts.